Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery. While deploying a 2.50 x 38 mm synergy, a dissection occurred. A non-boston scientific stent was deployed to cover the dissection and the procedure was completed.